Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be reported under MFR #3003306248-2023-01935.

Event description:
It was reported that the centrimag motor alarmed with an s3 error. Regulatory reference report MFR # 3003306248-2023-00763.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).